Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus india (omsi). During the incoming inspection by omsi, the reported phenomenon was duplicated. Omsi found disconnection of the camera cable. Omsi also found cut of outer tube for the camera cable, rust of the parts in the main body, unclear display of the identification on the operation unit, and water leak at the remote control switch and the focus ring. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection results, there is the possibility that the reported phenomenon was attributed to failure in the camera cable due to stress of device handling.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the endoscopic image of the subject device was not displayed due to failure of the cable. There was no report of patient injury associated with the event.